Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account generated a falsely positive architect bhcg result on a patient. The specimen tested architect bhcg positive (816.79 miu/ml). The positive architect bhcg result was questioned by the physician because it did not correlate with the patient's clinical findings. The specimen was repeated with a negative architect bhcg result (<1.2 miu/ml) and tested bhcg negative at another laboratory. No impact to patient management was reported.